Manufacturer narrative:
(B)(4). Information regarding patient date of birth, weight, race, and ethnicity was not provided. The catalog and lot number is currently unknown. Concomitant med products due to character limitation:0.038" j guidewire, 8f terumo pinnacle sheath, headway 21 microcatheter, synchro-2 standard 0.014" x 200 cm microwire, 8f angioseal device initial reporter occupation - clinical research coordinator the product remains implanted in the patient and is thus not available for evaluation and testing. Additional information will be submitted within 30 days of receipt. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, the (B)(6) female patient with a history of hypertension (non-compliant) and tobacco abuse presented with bihemispheric strokes in the setting of bilateral extracranial internal carotid artery (ica) dissections and during off-label enterprise stent revascularization, the 4.0mm x 39mm enterprise 2 intracranial stent (unk catalog & lot) was unsheathed in the horizontal petrous ica down to the mid-cervical ica and the stent appeared to be expanding normally; however, upon attempting to advance the microcatheter over the stent pusher wire it was noted that the headway 21(microvention) microcatheter was unable to pass the proximal stent pins which prevented regaining distal microcatheter access. Slow intra-arterial infusion of 5mg milrinone and 5mg verapamil were administered into the left ica. An angiogram was done and showed patent stent without evidence of in-stent thrombus. Decision was made to forego the initial plan of the two stents overlap given the inability to cross the proximal stent pins. 4.0mm x 39mm enterprise 2 intracranial stent (unk catalog & lot) was then advanced through a headway 17 microcatheter and unsheathed over the rest of the cervical ica segment down to the carotid bulb. Follow-up angiogram showed correct placement of the stent with good wall position; however, it was noted that there was residual stenosis in the distal cervical ica. Post-implantation of enterprise stent #1 revealed interval reconstruction of the distal cervical ica with ongoing small vascular caliber despite stent patency. Post-implantation of enterprise stent #2 revealed successful reconstruction of the entire cervical ica down to the carotid proximal cervical ica. The stent appeared patent without evidence of in-stent stenosis or endoleak. Decision was made to pursue right ica revascularization with a competitor stent. On final angiographic run, there was no evidence of distal emboli or intracranial vessel cut off. Reconstructed cervical ica, despite its small caliber, appeared to provide antegrade flow into the left intracranial ica and middle cerebral artery (mca) in synergy with left external carotid artery (eca) to ica retrograde flow. There were no immediate patient complications due to the event. The patient was loaded with plavix 300 mg, aspirin 325 mg, and statin 80 mg. The patient is still currently admitted for index stroke and a follow-up appointment in neuroendovascular clinic is scheduled in 4-5 weeks. A synchro-2 standard 0.014" x 200 cm microwire and flowgate (stryker) balloon guide catheter were used with the complaint product. The enterprise 2 stent remains implanted in the patient and is thus not available for evaluation. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections: complaint conclusion: as reported by a healthcare professional, the (B)(6) female patient with a history of hypertension (non-compliant) and tobacco abuse presented with bi-hemispheric strokes in the setting of bilateral extracranial internal carotid artery (ica) dissections. During off-label enterprise stent revascularization for treatment of dissection, a 4.0mm x 39mm enterprise 2 intracranial stent (unk catalog & lot) was unable to be re-captured. The device was unsheathed in the horizontal petrous ica down to the mid-cervical ica and the stent appeared to be expanding normally; however, upon attempting to advance the microcatheter over the stent pusher wire it was noted that the headway 21(microvention) microcatheter was unable to pass the proximal stent pins which prevented regaining distal microcatheter access. Slow intra-arterial infusion of 5mg milrinone and 5mg verapamil were administered into the left ica. Angiography revealed patent stent without evidence of in-stent thrombus and interval reconstruction of the distal cervical ica with ongoing small vascular caliber despite stent patency. Decision was made to forego the initial plan to implant two overlapping stents given the inability to cross the proximal stent pins. A 4.0mm x 39mm enterprise 2 intracranial stent was then advanced through a headway 17 microcatheter and unsheathed over the rest of the cervical ica segment down to the carotid bulb. Follow-up angiogram showed correct placement of the stent with good wall position and successful reconstruction of the entire cervical ica down to the carotid proximal cervical ica; however, it was noted that there was residual stenosis in the distal cervical ica. There was no evidence of distal emboli or intracranial vessel cut off. Reconstructed cervical ica, despite its small caliber, appeared to provide antegrade flow into the left intracranial ica and middle cerebral artery (mca) in synergy with left external carotid artery (eca) to ica retrograde flow. There were no immediate patient complications due to the event. The right ica dissection was treated with a competitor stent. The patient was loaded with plavix 300 mg, aspirin 325 mg, and statin 80 mg. The patient is still currently admitted for index stroke. Multiple attempts to obtain additional information were unsuccessful and no additional information could be obtained. The enterprise 2 stent remains implanted in the patient and is thus not available for evaluation. In addition, the sterile lot number was not available; therefore, a review of the manufacturing documentation could not be performed. Inability to recapture and inaccurate placement are known potential procedural complications associated with the use of the device. The instructions for use (IFU) states the following: ¿if stent positioning is not satisfactory, the stent may be recaptured and repositioned. The stent may be recaptured until the point where the proximal end of the stent positioning marker is aligned with the infusion catheter distal marker band (recapturability limit). If stent repositioning is required, gently advance the infusion catheter over the deployed stent (do not pull the stent back into the infusion catheter), reposition the system, and re-deploy the stent in the new location. Note: when advancing the infusion catheter over the stent during recapture, it may be necessary to keep the stent stable with tension on the delivery wire. Caution: if resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Caution: the stent may be fully recaptured once. Note: be careful to maintain delivery wire access through the detached stent to facilitate access distal to the deployed stent, if necessary.¿ in addition, as outlined in the IFU, the indicated use of the enterprise vrd is to prevent coils from protruding out of the aneurysm into the parent artery. It is intended for use with occlusive devices in the treatment of intracranial aneurysms. The enterprise vrd is not intended for treatment of dissection. The IFU also precautions that the performance and safety of two or more overlapped stents has not been established. Assignment of root cause for the event remains speculative and inconclusive, based on the minimal information provided; however, it is possible that the inability to recapture the enterprise stent may be related to attempting to recapture the stent beyond the recapturability limit. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to add off-label use evaluation codes. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.